Manufacturer narrative:
The reported event of could not tighten the ventricular setscrew to fix the lead was confirmed. Detailed analysis revealed that numerous incorrect wrench insertions by the user resulted in the user stripping the setscrew inset. Once the setscrew is stripped, it is no longer possible to apply the torque required for the wrench to produce an audible click, indicating full tightening of the setscrew. No device anomalies were found. The right-ventricular (rv) setscrew issue stemmed from the incorrect use of the torque wrench by the user.

Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure it was noted that the pacemaker failed to connect to the right-ventricular (rv) lead. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Correction: the implant date of the pacemaker in the previously submitted report, 2017865-2025-10419 was (B)(6) 2024 and has been corrected to "(B)(6) 2021".